Event description:
It was reported that the user experienced a low blood glucose event after eating breakfast consisting of poached eggs and fruit followed by a 15-minute walk, with blood glucose dropping to 69 mg/dl and subsequently returning to range after treatment with an orange; education and troubleshooting were provided. Symptoms included hypoglycemia. Outcomes included resolution without medical intervention or hospitalization. Investigation included customer interview and case assessment. Investigation of this case revealed no device malfunction and no identifiable contributing device factor. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.